Event description:
It is reported that the customer does not trust their insulin pump because the vibration is too loud after they changed the batteries. The customer's blood glucose was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Manufacturer narrative:
The insulin pump was received with vibrator rattling due to vibrator adhesive not adhering. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads.